Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿all edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the drainage bag luer lock was found to be broken when the user replaced the bag. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. However, the device did not meet the requirements for leak testing due to the drain line male luer adapter being broken. The drain bag female luer connector was also found to be broken and cracked. It is unknown how or when this damaged occurred. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.